Event description:
It was reported that the customer experienced high blood glucose levels and had to contact a doctor regarding the issue. The blood glucose reading was 400 mg/dl, and the customer treated with a manual injection. Upon troubleshooting, it was found that the time settings were incorrect on the insulin pump. The doctor advised the customer to change the temporary basal rates. No other issues were noted. The caller was advised to monitor and to call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.